Event description:
It was reported that there was a tear in the optic of the preloaded monofocal intraocular lens (iol). Through follow-up we learned that it was not specified whether there was patient contact; however, account indicated that the patient was not affected in any way. No further details provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: unknown/ not provided, it is unknown if the lens was implanted. Section d6b: if explanted, give date: unknown/ not provided, it is unknown if the lens was implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 21-mar-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was cut in half. The lens was cleaned, and no tear was identified on the lens. No issues that could cause or contribute to the complaint issue was identified. No further product or components were received. The complaint issue "iol torn" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction.. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.